Event description:
It was reported the patient saw the ¿replace programmer battery¿ screen when attempting to sync. Therapy had not provided much relief. The patient felt shocking and jolting even with stimulation off. The shocking had gotten worse over three days. They were almost brought to their knees. Their whole hip hurt. The patient wondered if their lead had come out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).